Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during a routine check, it was noted that there was possible noise on the right ventricular lead. Interrogation strips were reviewed technical services who also saw possible noise or an insulation issue. The physician decided to watch the lead closely with remote monitoring. The lead remains in use. No patient complications have been reported as a result of this event.